Event description:
Approximately 13 days after a gore excluder bifurcated endoprosthesis implant, the patient expired due to aneurysm rupture. The physician does not attribute this event to the device, but rather to poor patient anatomy. As reported, the physician stated this patient was a risk due to lack of sufficient neck length.